Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.75 x 38mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and when the device was removed, it was noted that the edge of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.